Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly and battery gauge was inaccurate. Subsequently, the pump shutdown. Customer did not know if there were any alerts/alarms prior to shutdown. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.